Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of more than 400 mg/dl. The customer declined to troubleshoot for high readings. The customer states that the o-rings pooped out when attempting to remove the plunger. Troubleshooting was not performed. The device will not be returning for analysis.